Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's issues have resolved. The recipient continues to use the device. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced swelling at the implant site and retention issues. External equipment was exchanged and battery strength adjusted, however the issues did not resolve. The recipient was prescribed steroids and antibiotics (type unknown).